Manufacturer narrative:
The customer also reported of obtaining unreproducible vitamin b12 results from the system for three patients in the previous week. This event is documented in MDR #2122870-2013-00055.

Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated an erroneously low vitamin b12 result of 149 pg/ml, below the reference range. The result was report out of the laboratory and questioned by the physician. Repeat analysis performed on the next day produced vitamin b12 results of 431 and 438 pg/ml, within the reference range. There was no report of death or injury, but it is unknown if there were any changes to the patient treatment. Beckman coulter field service engineer (fse) noted the valve manifold was cracked around the wash valve rotor. The fse replaced the valve manifold and verified the instrument performance. The customer used the below reagent for vitamin b12 assay: access b12 reagent, catalogue number 33000, lot number 222914.